Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced universal surgical manipulator (usm) 2 to correct the reported problem. The system was tested and verified as ready for use. The usm unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered recoverable faults on universal surgical manipulator (usm) 2. The technical support engineer (tse) found multiple 32100 errors on usm 2 observed in the logs. The caller stated that the error seemed to occur when usm 2 was at the end of its range of motion. The tse walked the caller through undocking and hard power cycling the patient side cart (psc) which resolved the error. Then, the error returned and usm 2 was disabled. They continued the case with the remaining three arms. The site continued the procedure with no reported complications. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed as planned without any injury or harm to the patient. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis (fa) team. Fa investigation confirmed and replicated the reported issue. The unit was tested on an in house system and passed normal mode. The system did not trigger errors 32100 and 31226 on the parallelogram, but they were confirmed via system logs. During the visual inspection, fa noticed physical damage on the edges of the parallelogram fiber cable assembly and it was also loose and misaligned. The unit was tested and passed all other tests. The parallelogram fiber cable assembly will be replaced as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.